Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer inadvertently unlocked their pump and initiated bolus a bolus which decreased their bg level. Customer attempted to self-treat by administering a glucose shot, and consuming carbs however; emergency technicians were called and administered glucose gel to address bg level. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.